Event description:
The patient was implanted on (B)(6) 2014. On the afternoon of the (B)(6) 2014, the patient arrived to the hospital because he was suffering from high fever. He was hospitalized and diagnosed with meningitis. The surgeon reported that there wasn't any problem during the surgery. The patient is responding well to the medical treatment.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation.